Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature battery depletion. During the removal of the ipg the right ventricular (rv) lead was fractured. Half of the lead came out of the pocket and the distal end of the lead is still attached to the heart. The ipg was removed and replaced. The rv lead was partially removed and not replaced. No patient complications have been reported as a result of this event.